Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 16september2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. Since the specific circumstances at the time of the damage are unknown the root cause cannot be definitively determined. However, it is most probable that the method of use of excessive force via hammering resulted in the dent on the distal edge of the protection sleeve hole which resulted in the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A device history record review was performed for the returned devices. It was found that the insertion handle was manufactured in november 2008 and the aiming arm was manufactured september 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. Further evaluation at the complaint handling unit shows that these devices are used during locking of the instrumented end of various intramedullary nails. These devices are used together for the 120 degree locking option on a lateral entry femoral nail. Information regarding proper use and maintenance is provided per technique guides. The returned insertion handle was received intact with hammer dents on the underside of the arch. One of these dents is located on the edge the hole for the protection sleeve. The returned protection sleeve was received intact with hammer dents on the proximal end and scraping along the shaft. There is a concentrated area of wear on the shaft at the proximal edge of the diameter transition. The balance of each device is in good condition with only worn edges and surface scratches. When the protection sleeve was functionally tested with the returned insertion handle the sleeve could only be inserted approximately 20mm because when the distal transition to the full diameter reached the dent on the aiming arm the protection sleeve could not advance any further. Thus, the complaint condition is confirmed and could be replicated. A review of the current design drawing and the drawing revision at the time of manufacture was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The returned devices show clear evidence of hammering although these devices are not intended to withstand hammering. Since the specific circumstances at the time of the damage are unknown the root cause cannot be definitively determined. However, it is most probable that the method of use of excessive force via hammering resulted in the dent on the distal edge of the protection sleeve hole which resulted in the complaint condition where the protection sleeve will not advance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during sterile processing a protection sleeve became bound up and wouldn't go through an insertion handle at the antegrade portion of the screw hole on a lateral entry femoral nail. There was no patient or surgical involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code¿lxh. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.